Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Lot number not available at time of this report. 510(k) number not available at time of this report. Device manufacture date dependent on lot number and not available as yet. A medtronic representative following-up at the site reports the surgeon stated the patient is in the hospital recovering from scoliosis procedure and will likely be released soon. No further issues reported. (B)(4) 2013 medtronic representative at the site inspected/tested all instruments. Found right thoracic probe marginal in geometry error spec. Recommended replacement. Device has not been returned to manufacturer for further evaluation.

Event description:
A medtronic representative received a call from a registered nurse who reported that while in a scoliosis procedure there was an inaccuracy. The surgeon was using a right thoracic probe which, once bent, it was off by 4-5mm according to the surgeon. Only the right thoracic probe was inaccurate. A second set was brought in, assembled the right probe and tracker, verified it and it worked fine. The procedure was completed. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient sex and age now provided.the driver has been replaced for issue resolution, but the suspect driver has not been returned to the manufacturer.